Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that a patient interface lost suction during surgery. The patient interface was exchanged and the procedure was completed with no harm to the patient.

Manufacturer narrative:
Reports of suction issues with the patient interface are patient and user related. (B)(4).